Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/12/2025, it was reported by a sales representative via (B)(4) that an ar-9530m-03 univers revers trial was badly chipped. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-9530m-03 batch 250164601 laser marked on the device was received for evaluation. - visual inspection noted signs of wear and tear, including damage to the connector holes. - functional testing was not performed due to the damage to the device. - the most likely reason for the reported failure is the wear and tear incurred over repeated usage. The manufacturing date was 2017. - the complaint allegation is confirmed. - refer to the investigation photos.